Event description:
Telemetry unit reported that there were issues associated with a philips monitor displaying a discharged patient's rhythm and other protected health information (phi) showing up on a newly admitted patient's rhythm and phi. Risk management spoke with a philips customer service rep who had already been contacted by our facility biomedical dept about it, and the monitor was sent to their corporate office for analysis and for a report to be provided. A philips field service engineer (fse) came on-site to the facility to download the monitor equipment's history for evaluation and complete a performance testing on the device. Two months after the event, a philips healthcare informatics/pt monitoring quality & regulatory specialist provided a report specifying that on the date of the report, a newly admitted patient had an alarm occur and staff noted an alarm strip with a similar rhythm was in this new patient's alarm history, but the strip had an earlier date on it which was prior to the admission date of the second patient. The report said they had investigated the issue and determined there was insufficient information provided to confirm that any device malfunction occurred. The fse verified the device was performing according to specifications and was alarming and storing/recording alarm strips appropriately. The fse collected and analyzed log files, but a complete analysis could not be performed due to the prior patient's admission and discharge had not been provided. The logs did show the last discharge/remove data action performed for a patient prior to the incident, two days prior to the incident @ 16:22. In some cases, a patient may be discharged from the central, but may remain on their monitoring device for short time and may continue to generate alarms which will then be stored for that bed. If another discharge is not performed before a new patient is admitted, this prior alarm data will be appended to any new patient admitted to the bed. Philips indicated information about admitting/discharging could be found in the intellivue information center instructions for use, part # m3150-9001j, in the section on patient management. Philips hc indicated they would continue to review and monitor internal quality records associated with the involved product and would take appropriate actions as necessary.